Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 40 mg/dl. It was reported that the pump did not deliver insulin as intended. Customer was treated with intravenous fluid of saline. Customer was released on (B)(6) 2023 with issue resolved and no permanent damage. The customer reverted to an alternative method of insulin therapy.